Event description:
The patient reported experiencing some trouble with her device; there has been swelling and pain in the area (of implant). Pump removal is anticipated in 2007; part of the "pump is broken inside her". The drug used in the pump is morphine. The patient rep redirected the patient to work with the hcp. Add'l info has been requested from the physician.